Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clean. The helix housing was found to be damaged consistent with procedural damage. X-ray examinations of the lead did not find any anomalies except for procedural damage. The cause of the reported event was isolated to the helix housing being damaged. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited failure to retract and failure to extend the helix. The lead was not used and replaced. The patient was in stable condition.